Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an atrial lead exhibiting noise. This caused a loss of capture and automatic mode switch (ams). It was confirmed in clinic that lead was not dislodged. Programming changes were made. Patient was discharged and stable.